Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported that the patient was revised due to dislocation. No wear was seen on the liner. No damage was seen on the outer liner. The patient suffers from cancer. A large tumor was removed from the femur, which led to a loss of bone. The patient soft tissue is not good.